Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and cataract. Reportedly, "dense opacity was also seen in the pupil area." The lens was exchanged for a longer length lens. Cause of the event was reported as other.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, blurred vision, and cataract. Reportedly, "dense opacity was also seen in the pupil area." The lens was exchanged for a longer length lens. Cause of the event was reported as other.

Manufacturer narrative:
B5 - describe event or problem: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, blurred vision, and cataract. Reportedly, "dense opacity was also seen in the pupil area." The lens was exchanged for a longer length lens. Cause of the event was reported as other. Claim#: (B)(4).